Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a valve-in-valve procedure was performed after an implant duration of approximately 4 years and 4 months. The reason for a valve-in-valve procedure is unknown. An edwards bioprosthetic valve was implanted in the same position. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a product malfunction or quality deficiency.

Manufacturer narrative:
Device not explanted. Additional manufacturer narrative: unfortunately, the subject device was not explanted. Therefore, the root cause of this event could not be conclusively determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. It was reported that the patient had transcatheter aortic valve replacement (valve-in-valve). The reason valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Reoperative valve surgery and valve-in-valve intervention carry significant risk. No further actions are possible with the available information.